Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Also, for the dry fluid liquid inside socket air tubing, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the xenon light source had a faulty, outdated power switch that was unable to turn on, and there was evidence of dried fluid inside the socket and air tubing. There was no patient involvement.